Manufacturer narrative:
An event regarding intra-prosthetic dislocation involving a restoration adm insert was reported. The event was confirmed. The head was returned disassembled from the adm liner. Some signs of wear and damage were observed on the rim of the liner. There were also gouges on the articulating surface of the liner. It is likely this damage occurred after the intra-prosthetic dislocation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The root cause could not be determined because further information is needed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient disassociated femoral head from mdm liner.

Event description:
It was reported that patient disassociated femoral head from mdm liner.